Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument and performed failure analysis evaluation. The instrument was found to have a broken main tube approximately 6.8" from the distal tip. There was material found missing. There was a strip of material from the main tube missing and the piece was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. A visual inspection found all internal cables to be still intact. The instrument was found to have the hypotube bent at the midpoint of the instrument. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a prograsp forceps instrument installed on universal surgical manipulator (usm) #4 broke inside the patient. A fragment from the instrument reportedly broke off inside the patient but was retrieved during the same surgical procedure. The procedure was completed robotically using a backup instrument of the same kind.